Event description:
It was reported that catheter "broke or snapped" when pulling the catheter through the cordis introducer. It was indicated that the catheter broke outside of the patient body. No patient complications were reported.

Manufacturer narrative:
One swan-ganz catheter with what appears to be an arrow introducer and contamination shield were received for examination. Examination of the catheter found that catheter tube was broken in half. There was also rippling of the catheter body. This condition indicates that the catheter had been stretched and the thermistor wire had rippled inside of the catheter tube. Further examination found slight indentation marks in the catheter tube located at the 46cm proximal of the catheter tip indicating the location of the introducer valve. Also note the arrow introducer has an accordion sheath, at the distal edge of the valve housing. This condition allows the introducer to bend to a 90¿ angle. With the introducer bent 90¿ the swan catheter is not able to be removed due to the catheter kinking inside of the introducer sheath. The thermistor connector housing was opened and the service loop (extra lead wire) was still inside of the connector housing. The proximal and distal hubs were found to be damaged by forceps (serrations) in the hubs. The reported event of catheter "broke or snapped" was confirmed. Though we have confirmed a product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the damage found on the catheter. No actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed.